Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Information received from the manufacture representative (via the healthcare provider) regarding a patient receiving fentanyl (5000mcg/ml at 999.6mcg/day), clonidine (200 ug/ml at 39.98ug/day), bupivacaine (20mg/ml at 3.998mg/day) and baclofen (200ug.ml at 39.98ug/day) via implantable infusion pump. The indication for use was noted as non-malignant pain and chronic low back pain. It was reported that an alarm was heard and confirmed by telemetry. A critical alarm was occurring due to a motor stall and low battery reset. The pump logs show that a low battery-reset occurred on (B)(6) 2015 at 20:38. The pump was in safe state on (B)(6) 2015 at 20:38. The pump was in safe state on (B)(6) 2015 at 10:31. The pump restarted due to restart command on (B)(6) 2015 at 10:31. A motor stall recovery was seen on (B)(6) 2015 at 10:31 without a motor stall occurrence. The patient's family reported that the pump had been alarming for one month; since (B)(6) 2015. The manufacture representative reported that the patient had no loss of therapy. The pump was being replaced on the day of report. The manufacture representative wanted to confirm that the patient was getting the medications as programmed. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)

Manufacturer narrative:
The previously reported device code c63205 is no longer applicable to this event. Analysis of the pump found a feed-thru anomaly, shorting across the insulator was seen. The previously reported conclusion code is no longer applicable.